Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove device. Time of malfunction: during closure procedure. Symptoms/ae: none. It was reported that a physician, trained in the use of the device, achieved right femoral arteriotomy closure after a diagnostic procedure. Hemostasis was achieved with the device, but the device was difficult to remove. On device removal, the starclose was stuck and the physician removed the device by twisting it. After removal, the physician reported that one vessel locator wing appeared to stick out straight as if it were broken. The patient had a history of right femoral-femoral artery bypass graft and the puncture was made in the native vessel with possible scar tissue, close to the bypass site. The vessel was not diseased but was dilated due to the graft. Though requested, no add'l information was available.